Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify insulin pump error due to download difficulties.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. Customer was able to clear error and able to rewind insulin pump. Customer performed and passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.